Event description:
It was reported that the system could not save images and was slow to respond to command from the workstation. There is no report of injury or death associated with the event described in this complaint

Manufacturer narrative:
A ge service rep performed an on site investigation. The software ws installed during the service call. The system was tested and found to be working as intended and put back into service.